Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient¿s spouse discovered a fluid leak during patient¿s pd treatment. The spouse reported receiving an air detected in cassette alarm during an unknown cycle and the treatment was cancelled. Fluid was found in the pump module area and also on the external part of the cassette. The exact location of the leak is unknown. In a follow up, the patient¿s pd nurse confirmed the reported event. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient was given prophylactic keflex due to the leak. The cycler is not available to return.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient¿s spouse discovered a fluid leak during patient¿s pd treatment. The spouse reported receiving an air detected in cassette alarm during an unknown cycle and the treatment was cancelled. Fluid was found in the pump module area and also on the external part of the cassette. The exact location of the leak is unknown. In a follow up, the patient¿s pd nurse confirmed the reported event. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient was given prophylactic keflex due to the leak. The cycler is not available to return.